Manufacturer narrative:
G4:22dec2020. B4:06jan2021 . A blower motor assembly was received for internal failure analysis. The customer's complaint could not be verified during testing. The returned blower assembly passed all testing. No faults were found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18jun2020. B4: 19jun2020. The customer has continued troubleshooting with technical support and reported that they attempted to replace the (pm) printed circuit board assembly (pcba) twice, the motor controller (mc) printed circuit board assembly (pcba), central processing unit (cpu) pcba, and the battery but the issue was not resolved. The customer reported to have recently replaced the power supply and put the unit back into service, however, after a week, a backup alarm failure alarm was annunciated, the unit could not be turned off, and after 30 seconds of attempting to turn it off, the unit shut down and alarmed. The customer has now requested on-site evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20jul2020 b4: (B)(6) 2020 the field service engineer (fse) performed on-site evaluation and identified that the power supply harness pins were not all the way in; the fse also identified that the battery voltage was below specification. The customer reported to have charged the battery over the weekend, and since the battery voltage was brought within specification, they ran the unit for a couple of days without issues. The fse recommended the replacement of the power harness. The customer advised that they would complete the replacement and would perform full performance verification testing. Three (3) good faith efforts were made to confirm the resolution of the problem with no response from the customer. No additional information could be obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12may2020.

Event description:
The customer reported an occurrence of an error code related to auxiliary alarm supply failure. The customer also reported that the power fail alarm test failed with no alarms or light emitting diode (leds) present. There was no patient involvement. Technical support provided remote assistance to the customer and determined that the 35 volt readings were normal in the pneumatics screen. Technical support advised the customer to replace the power management board.

Manufacturer narrative:
G4: 26may2020. B4: 27may2020. The customer reported that replacing the power management (pm) printed circuit board assembly (pcba) temporarily resolved the problem but the issue has now recurred. The customer reported the occurrence of diagnostic codes related to 35 volt failure and blower stalled, in addition to the originally reported error of auxiliary alarm supply failure. The device is pending further evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.